Manufacturer narrative:
Device manufacture date: 29-april-2004.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported non critical event codes and also the observed boot issue. Physio replaced the patient parameter pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the observed boot issue was determined to be due to a shorted integrated circuit chip, designator u5 from the patient parameter pcb assembly.

Event description:
The customer initially reported that their device had logged non-critical event codes. During the device evaluation by physio-control, it was observed that and internal pcb assembly in the device was not allowing the device to complete its boot up cycle and would constantly restart. There was no report of any patient use associated with the reported issue.